Event description:
It was reported when using the bd pyxis medstation es system unexpectedly stuck on black screen. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that whenever drawer 5 was connected, this malfunction occurred. The field service engineer replaced drawer board and retractor band to resolve. The system functioned as intended after the field service engineer troubleshooted the device.